Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was explanted from the patient¿s left eye (os). It was stated that date of implant was (B)(6) 2018 and date of explant was (B)(6) 2018. Follow-up confirmed that the customer doesn¿t know the exact reason for the explant other than the patient went to them for an iol exchange. There was no information concerning the patient¿s visual issues. During the explant there was no vitrectomy performed or sutures placed. It was unknown if there was an incision enlargement or not. There was no patient post-op injury. The replacement lens was a zcboo 22.0 diopter. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/31/2018. Device returned to manufacturer? Yes. The intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the product was cut in half, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The complaint could not be confirmed. Manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specifications. A search in complaint history was performed which revealed that no additional complaint has been received for this production order number. The labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.